Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to stem failure. Intraoperatively, trunnion wear, metallosis, head toggling on trunnion, black tissue, and a broken insert were noted. A 44 mm +4 v40 head, tmzf plus stem, and 0° 44f insert were revised. Rep confirmed that aside from provided primary usage sheet, no further information would be released by the hospital or surgeon.